Event description:
An optometrist reported a case of 'stage one" diffuse lamellar keratitis (dlk), observed in a patient's left eye on the fourth day post lasik treatment. Reporter indicated the topical steroid drop dosage was increased and an oral steroid was added. Reporter indicated the patient was noted to have pain, red eye and a gritty feeling. Upon follow up, the reporter indicated a flap lift and rinse was done which improved the symptoms. Patient is still having flap thinning and corneal haze. The patient has been referred to a corneal specialist. Bloodwork was done as the surgeon thought it might be an autoimmune disease, but everything came back normal. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company¿s acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the date of treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).